Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during visual inspection, the wound at the exit site did not close up even the catheter placement was done four weeks ago. It was said that the catheter can not be held in place but it did not completely move out of the patient. It was loose because the exit site did not heal, so technically the catheter can be moved out/around of its intended position. It was also said that the stitches held but were removed at 4th week after the catheter placement based on hospital practice. There were no issues with the suture wings and no infection in the wound at the exit site. The catheter was not repaired and had no leak. Tego was not utilized. There was no luer adapter issue. Aqueous based povidone iodine was the cleaning agent used on the device. No other products were being utilized with the device. There was no blood loss and no blood transfusion was required. The patient had no medical intervention/treatment due to the event. The doctor needed to replace it with another catheter (split catheter) from another manufacturer which resolved the issue and after the replacement, the patient had a dialysis treatment completed. It was said that the patient was discharged with stable condition. There was no reported patient injury.